Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining function. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver without any adverse patient impact.

Manufacturer narrative:
The customer-reported fault alarm was not able to be confirmed or reproduced during investigation testing; therefore, a root cause for the reported fault alarm could not be conclusively determined. Visual inspection of the driver revealed physical damage to the exhaust fan cover and the display window. This physical damage is not considered to be a contributing factor to the reported fault alarm. The driver passed incoming functional test requirements and was subjected to an extended observation run and onboard battery exchange test where no alarms were produced. The freedom driver performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.